Manufacturer narrative:
Concomitant medical products: d364vrg ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was sensing noise and short non-sustained vt episodes were noted. The lead was suspected to have a possible fracture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.